Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during the pre-use check. The evaluation of the provided logs confirms the flow transducer failure and also an error indication communication error. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The replaced part was returned for further investigation. Simulated use testing of the returned o2 gas module passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).